Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure issue occurred. The wearable was inserted into the arm on (B)(6) 2024. On approximately (B)(6) 2024, the patient reportedly was wearing the sensor for less than 24 hours when it failed (after 12hrs in use). The patient went into diabetic ketoacidosis. There were no symptoms reported but eventually, the patient became unconscious. An ambulance was called and the patient was transported to the emergency room. The patient was hospitalized in the intensive care unit for 3 days. The patient was treated with unspecified IV therapy. At the time of the report, the patient was in stable condition. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.